Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the sensor did not have a needle. The customer's blood glucose was 280 mg/dl at the time of incident. The sensor will be replaced and will be returned for analysis.

Manufacturer narrative:
Failure analysis was unable to confirm adhesive anomaly on one opened and used enlite sensor.